Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent right fascia lata harvest on the right leg, total vaginal hysterectomy and right salpingo-oophorectomy, anterior and posterior repair, mccalls culdoplasty, suburethral fascial sling and sacrospinous ligament fixation due to pop, cystocele, enterocele and urethral hypermobility. It was reported that following insertion the patient experienced pain, failure to empty bladder, incontinence and infections. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.